Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Review of various vectors found the measurements were out of range when using a vector with the lv tip. The currently programmed vector does not use the lv tip and measurements were within range. No adverse patient effects were reported.